Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in the moderately tortuous and severely calcified iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.